Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts healing and the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomitant medical products: 02-010-06-0240 - logic cc femoral size 4, left, 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t, 02-012-60-1680 - logic stem ext 16mm x 80mm and 02-012-60-1612 - logic stem ext 16mm x 120mm. PMA/510k: k150890.

Event description:
It was reported via clinical study, that the 56 yo male patient had an infected wound and experienced pain, swelling and drainage from incision due to infected hematoma. The event resulted in, inpatient/prolonged hospitalization; medical/surgical intervention. The patient was revised on (B)(6) 2015. The patient treatment was radical debridement and extensive irrigation. The date of adverse event onset is unk-unk-2015. The patient¿s outcome was last known as resolved on (B)(6) 2016.